Manufacturer narrative:
Any revision surgery has not yet been scheduled, so the migrated screw is still implanted. The torque handles used by the physician were returned and reviewed, and all were within manufacturing calibration limits. A historical review was conducted, and no other complaints have been filed for this device. If the revision surgery is scheduled and the set screw is removed and returned, the device will be inspected. At that time the lot number would be known and the device history record will be able to be reviewed.

Event description:
During a 2 week post-operation check up, a set screw was found to have migrated during imaging. There was no adverse event or issue reported during the initial case.